Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 600mg/dl at the time of incident. Customer stated that the insulin pump buttons were not responding. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not being replaced and is not expected to return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.